Event description:
It was reported that the inserter broke. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. Investigation has shown that the upper part of the inserter broke off due to mechanical overload. It was further established that this instrument was manufactured in 2008 and fully met the specifications in place at the time. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. As the investigation has shown that the upper part of the inserter broke off due to mechanical overload, the device failure is related to the conditions of use and operational context contributed to this event. Frequent market feedback has led to a comprehensive analysis of this instrument and the insights gained led to a new design which is now available in stock.